Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was hospitalized for three (3) days and released. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Superdimension has requested the device for evaluation but has not received anything to date. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained a follow-up report will be submitted.